Event description:
It was reported that the device was used during a breast biopsy. It was reported by the rep that the radiologist inserted the c1535 micromark ii clip. After deployment and while removing the clip device from the p1175 mammotome probe, the doctor felt resistance when pulling out the clip device. Knowing that proper insertion of the c1535 clip means the grey introducer "locks" into the probe cannula "some" resistance was expected during the clip device removal. The radiologist thought this resistance was no different than during other uses of the c1535 clip. Further pulling of the clip device resulted in the metal tip and part of the plastic introducer shearing off inside the patient's breast. Although the biopsy diagnosis was benign, the pt underwent surgical procedure to remove the items.